Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and the remote network stations (rns) were in comm loss with the devices being monitored. The bme stated this was due to a failed ups that the network switch was plugged into. They bypassed the ups with some power strips until they could get it replaced. Everything came back up and was working as intended. No patient harm or injury was reported. Investigation summary: the customer reported that the cns was showing live vitals while their rns was not. They indicated that the rns devices were in comm loss. They also indicated that no data in the hospital was flowing to epic (emr). Telemetry devices in the medsurg went into comm loss when they tried to monitor them on the cns but all the telemetry devices in the ed were working fine. During troubleshooting, it was identified that a switch had no activity lights and would not power on. It was noted that this switch connects the hl7 server, netk/rns server, and 2 orgs to the rest of the ICU. In a follow up with the customer, they indicated that the ups where the switch was connected to had failed. They bypassed the ups in the meantime and the issue was resolved. Based on the available information, the most probable cause of the issue is the failure of the ups. The battery in the ups is susceptible to wear and tear. Battery replacement is a known resolution for ups failure. Possible causes of ups failure are environmental factor (i.e., power surges), physical damage, and wear and tear from normal use.

Event description:
The biomedical engineer reported that the central nurse's station (cns) and the remote network stations (rns) are in communication loss with the devices being monitored. The biomedical stated that this was due to a failed ups that the network switch was plugged into. They bypassed the ups with some power strips until they could get it replaced, and everything came back up and was working correctly. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) and the remote network stations (rns) are in communication loss with the devices being monitored. The biomedical stated that this was due to a failed ups that the network switch was plugged into. They bypassed the ups with some power strips until they could get it replaced, and everything came back up and was working correctly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Additional model information: concomitant medical device information: the following devices were used in conjunction with the cns, but the model and serial number information for the telemetry transmitters were not provided and therefore no information (ni) is noted. Remote network station: model: rns-9703-242, sn: (B)(4), telemetry transmitters: model: ni, sn: ni.

Event description:
The biomedical engineer reported that the central nurse's station (cns) and the remote network stations (rns) are in communication loss with the devices being monitored. The biomedical stated that this was due to a failed ups that the network switch was plugged into. They bypassed the ups with some power strips until they could get it replaced, and everything came back up and was working correctly. No patient harm was reported.